Event description:
It was reported that the pt had two previous surgeries on her left arm and had limited range of motion/use of left arm prior to surgery for intrathecal baclofen pump implant in 2008 under general anesthesia. The pt tolerated the procedure well and was extubated in the operating room. She was taken to the recovery room in stable condition. Postoperatively, the pt developed "very severe pain in her neck and shoulders", decreased range of motion and spasticity. The pt was treated with multiple pain medications including dilaudid. After receiving dilaudid, the pt's respiratory rate decreased and she developed oxygen saturation impairment. The pt was transferred "temporarily" to the intensive care unit. The hcp was concerned that she may have been developing "side effects from baclofen pump". The pt's respiratory status improved; she continued to have severe pain upon transfer from the ICU. The pt was subsequently seen by consultants who diagnosed a left rotator cuff tear with "old arthritic changes due to dislocation of the shoulder". The tear was attributed to positioning of the shoulder during the implant procedure. The pt was given a steroid injection in the left shoulder. The pt also developed low grade temperatures and a urinary tract infection requiring a foley catheter and intravenous antibiotics. The pt also experienced increased spasticity and the dose of intrathecal baclofen was increased slightly with improvement of muscle tone in the lower extremities. Due to the shoulder injury, plans for rehabilitation were modified; the pt was transferred to "subacute therapy". The pt was hospitalized for 9 days. She was seen in follow-up on the following month. At that time, the pt believed that there was "a little too much" baclofen in her system; legs were to flaccid. It was also noted that she had slightly improved strength and movement in the left shoulder. She continued to require occasional straight catheterizations. The pt was to continue to have physical therapy in the subacute rehab nursing home. The pump was reprogrammed to a slightly lower dose. The pt was then seen on two weeks later, and discharge from the nursing home was planned for that day. She appeared to be stronger. It was noted that she had low tone in trunk muscles and in the upper extremities. She had weakness in her arms, especially the left one, with difficulty raising her arms. The pt still had clonus in both ankles; less than before. She had some tone in her lower extremities; no muscle spasms. The dose of baclofen was decreased. The hcp planned to continue to monitor her. Per the reporter: "no injury from MRI report".